Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited noise on the atrial and ventricular channels due to electromagnetic interference, leading to noise reversion. No programming changes were made. The patient's status is unknown.